Event description:
It was reported that a nurse noticed the packaging was compromised when picking a product for a future procedure. The procedure was completed with another like device. There was no patient involvement.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how was the packaging compromised? Was there any damage to the packaging? If yes, please describe.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: there was a tear/hole on the peel off white tyvek about 4mm in size rendering the 2b12lt as unsterile. The 2b12lt complaint sample was visually inspected. It was confirmed that there was a hole present in the fmp lid. The hole appears to have been caused by a sharp object impacting the lid from the outside of the package and causing a snag. The package appears to have been stored outside of the sales unit carton and experienced compression based on the evidence of wrinkles and creases on the lid. The evidence of printing on the lid implies that the hole in the fmp lid was caused after the lid went through flex printing. Each package is visually inspected immediately after sealing and placed into a sales unit carton. These sales unit cartons are then placed inside of a corrugate shipper box. The condition of the carton and shipper box could not be verified because neither was returned. The damaged fmp lid is not consistent with issues that are likely to occur during the packaging process. It is suspected that damage to the fmp lid occurred while the package was outside of the sales unit carton and could be attributed to storage and handling external to the packaging facility. Lot history records were reviewed and the product met all in-process and finished goods specifications upon release of the product.